Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07920, 2938836-2020-07922, 2938836-2020-07923. It was reported that the biventricular implantable cardiac defibrillator system was explanted due to lead noise. A new ICD, atrial lead, and right ventricular lead were implanted on (B)(6) 2020. New epicardial left ventricular leads were implanted on (B)(6) 2020. The patient was discharged in stable condition.